Event description:
It was reported that when using the bd pyxis medstation system scanner failed to function properly, preventing users from accessing medication. This incident resulted in a slight delay in dispensing medication to the patient, as nurses were required to manually input barcodes and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner was failed due to a crack. A field service engineer replaced the scanner to resolve the issue. The system functioned as intended after the field service engineer repaired the device.